Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio flex meter was showing the "apply sample" message when the patient was attempting to test. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged product issue first occurred at 1am on (B)(6) 2016. The patient self-adjusts their insulin dosage and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. During the initial call with the cca the patient claimed to have become "hypoglycemic" 5 hours after the alleged product issue occurred. The patient did not mention any specific symptoms which they had experienced which they had associated with this, however. The patient did not require any form of treatment as a result of this. At the time of troubleshooting, the cca noted that the test strip completely draws in the sample when the patient performed a re-test and the patient's testing steps were correct. However, the issue remained unresolved. The products were requested for evaluation replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.